Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the devices were communicating and functioning properly. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, lmc-anes2 not communicating since unscheduled downtime. There were no adverse events or injuries reported based on this event.